Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow-up MDR will be submitted.

Event description:
Received information stating patient was hospitalized due to a low bg. Patient was unclear as to which lot number was being used at the time of alleged event.